Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that the revision was scheduled for friday. No further complications reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260 lot# (B)(4) implanted: explanted: product type analysis of the lead found that conductors #2-7 were broken 14.4cm from the distal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional clarification from the intial report was provided. The rep indicated that the issue is still occurring. They met with the patient and upon initial interrogation were seeing 10-15 all over 40,000 ohms. They accidently closed out of the session and had to re-read the device and then it was showing only 12-15 high and 10 and 11 became normal. Technical services reviewed considerations. Additional information was received from the patient on 2018-may-23. The patient mentioned previously mentioned information of them meeting with a manufacture representative (rep) on (B)(6) 2018 because they were seeing a settings not available message. The patient indicated that it was resolved in the office and worked fine for 24 hours but beginning (B)(6) 2018 their controller was not working properly and they were seeing the settings not available message again. On their rate and intensity they can decrease but it will not let them increase. The patient stated that they took it off adaptive stimulation (as) and tried turning the implantable neurostimulator (ins) on and off but this did not resolve the issue. They also tried changing to a different group but that did not resolve the issue. Patient services had the patient decrease their setting on group c. Prior to decreasing group c they were set at 6.9 for intensity at a rate of 70. The patient decreased all the way to zero on their intensity but when they tried to slowly increase they only got to 0.2 before the settings not available screen appeared. The patient is in so much pain beginning (B)(6) 2018 because their stimulation is so low that they are not getting any relief in their foot and legs. The patient noted that the rep set their setting to where it fades in and out. Their ins battery was charged to 60% and group b intensity is at 4.2 at a rate of 90. They can go down to 40 but it will not go back up. Additional information was received from the rep on (B)(6) 2018. They were with the patient and reported the following information. Impedances are inconsistent and high. The rep indicated that 11, 12, 14 were high the other day and now it appears that 12-15 are high. The pair of 8-9 was in range but when the rep re-interrogated the ins again later, contact 9 was showing as avoid with pairs with 10, 11, 12, 13 over 40,000 ohms. The rep states they've reprogrammed with appropriate coverage, gave the patient rate access up to 700 and no out of regulation (oor) was present on the tablet. When the rep used controller, they were unable to increase from the programmed rate of 78 and saw "settings not available" and once they decreased intensity to 4.4 ma they were unable to increase and saw "settings not available". The rep stated that the patient was standing but when they sat down, they were able to increase intensity to 4.8 ma. Patient reported paresthesia stops and therapy was going in and out and when they leaned back, patient felt a sharp pain near where the electrodes are and when they leaned forward the pain went away. The rep states that the patient hasn't had any falls or trauma. The rep states that the patient is currently using group c: 8-9 (impedance on this pair was 1630), around 5.2 ma, 350 pulse width, 78 rate. The rep states that the patient has another follow-up appointment on (B)(6) 2018. Technical services reviewed obtaining imaging of the system and then determine how to proceed. Additional informationwas received from the rep on (B)(6) 2018. The rep indicated that the cause of the high impedances and inability to increase was unknown but the patient was unable to increase their rate. This information was confirmed with the physician. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that controller screen displays "settings not available" message and out of regulation (oor) on the tablet. Rep's initial call was to ask about patient's ability to have rate control with adaptive stim (as) enabled. Rep indicated patient was able to decrease rate from 1000 to 60 but then could not increase it. Rep then mentioned patient was seeing "settings not available". They adjusted programming and resolved the oor on the tablet. Troubleshooting resolved the reported issue . Manufacturing representative (rep) confirmed oor was resolved on the tablet but they had not yet attempted to communicate with the controller to see if the "setting not available" was resolved. It was reviewed that patient can disable as with the controller. Additional information was received from the rep. Rep indicated that when she ran impedances she had 3 high values of ref 0, 11, 12 and 14 at 40000 ohms. The rep programmed around those values and was able to get effective therapy. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the representative believed the lead might have been loose in the header block and noted that the high impedances didn't stay high all the time. The device would be returned to the manufacturer and the cause of the stimulation fading in and out with movement was due to high impedances on 12 and 14. The lead was checked with a wens and it had high impedances on 12 and 14; the lead was replaced. The revision resolved the issue. No further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), product type: lead. Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.